Event description:
It was reported that during the procedure, a hi-torque balance middleweight (bmw) universal ii guide wire was advanced without resistance past a moderately calcified chronic total occlusion in the mid left anterior descending (lad) coronary artery. With the use of an asahi sion buddy wire, balloon dilatation with an unspecified balloon dilatation catheter (bdc) was then performed, followed by deployment of an unspecified stent in the mid lad. During stent post-dilatation, using an unspecified non-compliant bdc, when attempting to withdraw the bmw guide wire, the bmw became entangled with the bdc and was difficult to remove due to resistance between the bmw guide wire and bdc; force was applied, and the distal tip coil of the bmw appeared to have unraveled from the guide wire core and appeared longer than specified, but was not completely separated as the distal portion was reportedly hanging at the break juncture, enabling the physician to simply withdraw the guide wire from the anatomy. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, the returned goods lab received the hi-torque balance middleweight (bmw) universal ii guide wire with the coil separated from its core, as reported, but the coil was not unraveled and there was no other damage to the guide wire. Additional information received confirmed that the core separation had occurred, but no unraveling or other damage. While the device was able to be withdrawn from the anatomy after the core separation, the physician expressed that the core separation was risky as it could have completely separated and embolized in the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported guide wire separation was confirmed via returned device analysis. However, the reported guide wire resistance, resulting in the difficulty retracting the wire could not be replicated in a testing environment, because the device was not returned in a condition in which the test could be performed. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot that could have contributed to this event and a review of the complaint history did not indicate a manufacturing issue. It should be noted the warnings section of the hi-torque guide wire instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed.